Event description:
It was reported that the catheter could not be deployed; the slider switch was not functional, and it appeared that the guidewire lumen was detached from the spline cage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The farawave catheter was prepped as usual, and deployment was tested without issue. The farawave catheter was inserted into the left superior pulmonary vein (lspv), and the initial deployment to basket and flower configuration was achieved. After straightening and attempting to re-deploy the farawave catheter into the flower configuration, it was noted that the farawave catheter form did not change using the slider switch. The farawave catheter was withdrawn from the patient, and deployment was tested outside of the body, confirming a lack of slider switch function. The guidewire lumen also appeared detached from the spline cage. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Microscopic inspection noted that the welding of the tip was damaged.

Event description:
It was reported that the catheter could not be deployed; the slider switch was not functional, and it appeared that the guidewire lumen was detached from the spline cage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The farawave catheter was prepped as usual, and deployment was tested without issue. The farawave catheter was inserted into the left superior pulmonary vein (lspv), and the initial deployment to basket and flower configuration was achieved. After straightening and attempting to re-deploy the farawave catheter into the flower configuration, it was noted that the farawave catheter form did not change using the slider switch. The farawave catheter was withdrawn from the patient, and deployment was tested outside of the body, confirming a lack of slider switch function. The guidewire lumen also appeared detached from the spline cage. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.